Manufacturer narrative:
This is one event (death) for the same patient involving three separate products; associated mdrs 1225714-2014-03926 and 2937457-2014-00946.

Event description:
The plaintiff's attorney alleged the decedent expired on (B)(6) 2012 after use of the product.